Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer stuck his finger as he reached for a bd insulin syringe with bd ultra-fine¿ 6mm¿ needle due to the syringe needle sticking through the shield. There was no report of medical intervention.

Manufacturer narrative:
Investigation results: upon evaluation by qe ah, it was noted that the sample exhibited the cannula through the shield. This can occur if alignment is off during the shielding process or if a slightly bent, but acceptable cannula gets caught in the shielding process and the bend is exacerbated. In either case, the production line has two levels of detection to avoid such instances making it into packaging and to the consumer. First, there is a pim (point inspect machine) that passes an electrical current over the shield and is designed to detect any electrical arcs that occur as the part passes through this station. An arcing of the current would indicate exposed metal (cannula through shield). Additionally, the line uses a camera system that looks for pixel variations as the parts pass by the camera to detect any protrusions through the shield. Both stations are challenged regularly in the production of a regular batch of product. DHR/qn review noted no notifications for any failed challenges nor defects during production of this batch. Defect: needle thru shield ¿ needle-stick injury cat. #: 324911, batch#: 7009744, product description: syringe 0.5ml 31ga 6mm 10bag 500cs, date(s) of packaging: 26feb2017 to 27feb2017, machine(s) packaged on: (B)(4). Device history record review ¿ a review of the device history record was completed for batch# 7009744. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. Syringe assembly ¿ there was one (1) batch of material # 700003992 (syringe 0.5ml asm 31ga 6mmtw (B)(4)) that went into the finished batch# 7009744. Batch# 7033839, dates of manufacture: 22feb2017 to 28feb2017. Machines manufactured on: (B)(4). Level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7009744. Investigation summary: customer returned (1) loose 1/2cc syringe. Customer states that one of the syringe needles was sticking through the shield and stuck his finger as he reached for the syringe. The returned syringe was examined and exhibited the cannula through the shield. Since the cannula was exposed through the shield, this could cause a needle stick. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle stick and cannula through shield). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time possible root causes for needle through shield include: manufacturing process: needle was bent during the shielding process and was not detected at the pim, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. On 21aug2017, (B)(4) received (1) loose 0.5cc 8mm syringe from reported batch# 7009744. All samples were decontaminated per (B)(4) prior to evaluation.